Event description:
It was reported that this right atrial (ra) lead exhibited high impedance and threshold measurements. Reprogramming to unipolar and increase to output was performed. Ultimately, this ra lead was explanted and replaced with a new ra lead, which remains in service. No additional adverse patient effects were reported.

Manufacturer narrative:
If pertinent information is provided in the future, a supplemental report will be submitted.

Manufacturer narrative:
Upon receipt at our post market quality assurance laboratory, the lead was thoroughly analyzed. Visual inspection confirmed that the whole lead was returned. The helix was retracted and there was dried blood/tissue within the helix housing. Resistance testing found that the lead was not electrically continuous. Detailed analysis confirmed that the outer conductor coil had a break approximately ~212 mm from the terminal end. Based on the characteristics of the fracture, it was determined that it was consistent with cyclic fatigue. Analysis concluded that the clinical observations of high impedance and threshold measurements were likely caused by the confirmed fracture.

Event description:
It was reported that this right atrial (ra) lead exhibited high impedance and threshold measurements. Reprogramming to unipolar and increase to output was performed. Ultimately, this ra lead was explanted and replaced with a new ra lead, which remains in service. No additional adverse patient effects were reported.